Manufacturer narrative:
Ray demonstrated minimal calcification on leaflet 2 and commissures 1 and 3 bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Serrated markings were observed on leaflet 1 near commissure 1. The sewing ring was cut around leaflet 3 and exposed the wireform at the inflow aspect. Customer report of stenosis was confirmed. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event.

Manufacturer narrative:
Attempts to obtain the explanted device have been unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case. Edwards received information that a 19mm bioprosthetic aortic valve, implanted approximately three (3) years, two (2) months, was explanted due to severe aortic stenosis secondary to patient prosthesis mismatch. "Edwards valve mismatch between her aortic valve and her bsa since the patient is really morbidly obese. The bsa is about 2.1." The explanted device was replaced with a 23mm aortic pericardial valve. The patient also underwent mitral valve replacement with a 29mm non-edwards mitral prosthesis during the procedure due to mitral valve stenosis and insufficiency. There were no complications reported.